Event description:
It was reported that the user¿s guardian experienced difficulty attaching the infusion set connector to the ilet during a supply change, despite replacing the connector, and the agent guided a dry connector attempt without a cartridge after which the same connector attached successfully, and the supply change was completed. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device functioned as designed after technique coaching, indicating user handling or technique as the likely contributor rather than a device or component malfunction. Symptoms included no adverse clinical effects and no alarms. Outcomes included successful therapy continuation and shipment of replacement connectors without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error related to connector attachment technique.